Event description:
In 2006 the lay user/patient contacted lifescan alleging an "apply sample" issue with her one touch ultra meter. The medical affairs specialist (mas) was unable to contact the patient by telephone so a letter was sent in 2006 requesting the patient to call lifescan. The mass obtained the following information from the customer care advocate's documentation. The patient went to the hospital at 1am on october 20, 2006 because she was feeling dizzy and had a headache. She attempted to test on her meter, but was unable to obtain a reading. She tested on a one touch basic meter, and obtained a "364 mg/dl" with expired test strips. Before going to the hospital, the patient drank 6 glasses of water and stated that she took her oral medications 2 hours before. When she arrived at the hospital about an hour and half later, she obtained a "140 mg/dl" on an unspecified device. The patient did not report if she received any further medical treatment. It would be helpful to obtain the following: the patient's last successful test on the meter, the events leading to when the symptoms started, if the patient made any recent adjustments to her diabetes care, if the patient still symptomatic at the hospital, and if she received a diagnosis or treatment at the hospital. The customer care advocate noted that the incorrect testing technique was used and resolved the issue through training. This complaint is being reported because the patient was unable to test while experiencing symptoms.